Event description:
It was reported that during the implant procedure of the device, the rf telemetry was cut out during interrogation. The rf antenna was unplugged and re-plugged in the programmer, but the rf antenna did not reconnect. The programmer was rebooted, interrogated the device, and it was in wand only mode. The procedure was finished with a sterile inductive wand. Few hours after the procedure, when trying to connect the patient with a merlin@home transmitter, it would not connect. The rf chip had an internal error, and was not functioning. A firmware download was performed and successfully restored the rf telemetry capability. The patient condition was stable during and after the procedure.